Event description:
During an angioplasty procedure of the left superficial femoral artery, this balloon ruptured at below nominal pressure. The patient is a male (age unknown). The vessel had severe calcification, no tortuousity, and a 50% stenosis. The physician made access to the patient from the ipsilateral side. A guidewire was passed across the lesion and the balloon was advanced to the lesion. Upon inflation of the balloon with an indeflator, the balloon ruptured at below nominal pressure. The balloon was safely removed from the patient and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information wil be forthcoming within 30 days upon receipt.